Event description:
The customer stated results have not been reproducible on the axsym ultrasensitive htsh ii assay. A patient generated a low tsh result of 0.19 uiu/ml and was questioned by a physician. Five days later, another sample from this patient was obtained yielding a tsh result of 2.21 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.